Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor was giving inaccurate readings. The customer's mother reported that they noticed discrepancies with the sensors. The customer's blood glucose was 121 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 187 mg/dl and sensor glucose was 372 mg/dl at the time of call. The customer's mother stated that the sensor glucose was high and triggered threshold suspend feature. The representative explained to the customer's mother how the glucose travels in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.